Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One video was received from the field of the device deforming outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 17mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio delivery system. During the procedure, the occluder exhibited a cobra-like deformation during deployment. The deformed device was subsequently recaptured and removed from the patient. It was then placed in warm saline for five minutes, after which it returned to its original shape. The device was reintroduced and initially displayed slight deformation; however, it fully conformed to its intended shape after deployment. The disc was successfully implanted without any deformation or alterations. The patient remained hemodynamically stable throughout the procedure. No clinically significant delay occurred, and no adverse effects were reported.